Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nightmare ("crazy nightmares. I wake up freaking out and think some one or thing is in the room trying to kill me"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and nightmare outcome was unknown. The reporter considered nightmare and pelvic pain to be related to essure. The reporter commented: 7 weeks post op from my hysterectomy got my pathology report result showing one coil measuring 6.3x less then 0.1cm in the right tube and left coil is measuring 3.5x less then 0.1 cm in the lest tube. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received: new events added: crazy nightmares. I wake up freaking out and think some one or thing is in the room trying to kill me. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: 7 weeks post op from my hysterectomy got my pathology report result showing one coil measuring 6.3x less then 0.1cm in the right tube and left coil is measuring 3.5x less then 0.1 cm in the lest tube. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.